Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during an arthroscopic shoulder repair procedure on (B)(6) 2021, it was observed that the fms fluid management system inflow tubing split around inflow wheel. The tubing was replaced to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device was received at medifix. It was reported that fms tubing split around inflow wheel during arthroscopic shoulder repair. A black mark on the replacement tubing in the same spot the previous tubing had burst. The pump will be sent back for repairs. Per service manual operational and diagnostic, the reported failure was confirmed. Also, a photo was provided by the customer. During evaluation, it was identified that the pump roller head was failed, and the cpc connector and worn pressure tips were damage; therefore, they were replaced. Full testing and verification performed in accordance with test record 100063 / manufacturer's requirements -; as a result, all testing passed. The possible root cause for the reported failure can be attributed to lack of maintenance and the fair wear and tear in the internal components. However, this cannot be conclusively affirmed. The photo provided by the costumer showed the information of the device. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.